Manufacturer narrative:
(B)(4). PMA (510k) #: k011028, k013227.

Event description:
It was reported that there was a fracture on the implant wall. Tooth location was 13.

Manufacturer narrative:
The implant was returned for investigation but abutment not returned. Based on visual inspection of the as returned product; the reported event of fracture was confirmed but loosening was non-verifiable.functional testing to recreate the reported event could not be performed because the implant was fractured/damaged and the abutment not returned. Therefore, the reported events could not be recreated. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Based on the evaluation, implant malfunction has occurred but abutment malfunction could not be verified. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.